Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6) 2024).¿ analysis synthesis: - analysis revealed that on (B)(6)2022, the password was defined and less than a minute later, the tablet time was manually changed by the user. - however, for cybersecurity reasons, a mechanism was introduced in the last software version to avoid password hacking: the password cannot be validated at a time anterior to the time of password definition. - in this case, the tablet time was manually set to an earlier time than the one of the password definition by the user. As a result, the tablet mistakenly considered the login attempt as a cybersecurity threat and blocked the access, leading to the observed behavior. - it should be noted that this software issue can be solved by completely restarting the smart touch tablet. Recommendations: complete tablet reboot to allow login without waiting for system time to be reached. It is recommended to completely restart the tablet, when: ¿ the time of the tablet was changed ¿ an unexpected ¿invalid password¿ message is displayed. To perform this action: 1. Keep the power the power button pressed for at least 5 seconds (but less than 20 seconds). 2. Click on ¿shutdown¿. 3. When the tablet is powered off, restart it.

Event description:
Reportedly, after upgrading the tablet to smartview 3.12, the main password was created and the option to allow free access was checked. The password was copied again to allow access but a message indicating that the password was incorrect was displayed. The tablet was not restarted, but a password reset was performed, the data was saved and could be restored.